Event description:
The pump was returned for investigation. Investigation revealed the force sensor flex pins were found to be partially dislodged from the pcb socket. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the black box revealed several loss of primes with non-zero force. Investigators performed a pump rewind, load and prime with no loss of prime. The pump was exercised for 24 hours on a one unit per hour basal program with no loss of prime. The force sensor calibration was within specifications. The oled and force sensor flex pins were found to be partially dislodged from pcb socket. There was no defect found.